Event description:
It was reported that the patient had to seek medical attention due to pain. Patient reported when wearing a pod, he has a pain all throughout his body similar to the pain he experiences from neuropathy in his feet. The patient states it feels like a bee sting or electric shock all over his body. He reported when he removed the pod the pain subsided. Blood glucose levels were not provided. The doctor diagnosed the patient with polyneuropathy. The patient was treated with tramadol. It is unknown when the patient was released. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and pain. No lot release records were reviewed, as the product lot number was not provided.